Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative was not able to confirm the reported complaint due to the hospital not accepting an evaluation and possible repair of the unit.

Event description:
The hospital reported the unit was not able to mechanically ventilate. No report of patient involvement.